Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen. The customer¿s blood glucose level was unknown. Customer stated that she had received replacements but received 3 separate return labels and not sure which label goes to which sensor. Customer stated that she was told it had to be correct since not all sensors had the same issue. The insulin pump will not be returned for analysis.